Event description:
It is reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer called in inquiring if they could wear their insulin pump at a water park. The customer was informed that the insulin pumps were not designed to be water proof. Customer requested to have their pump exchanged for a pump with updated scroll wrap software. The customer sent their pump back for analysis. No further information was provided.

Manufacturer narrative:
Findings: pump received with blank display due to battery tube connector not plugged in properly. Pump received with minor scratched display window, cracked reservoir tube lip.